Event description:
While discontinuing manifold from IV tubing with hemostat, the plastic tubing broke. The connections were so hard to take apart, rn had to really manipulate it to pull it apart. Excess force had to be used.